Event description:
It was reported that the lead exhibited noise. When the physician attempted to remove the lead, the area was -occluded-. The lead impedance went up to 1000 ohms and then decreased to less than 200 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.